Manufacturer narrative:
Section d1: brand name corrected. Section d4: primary UDI corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: incidental findings: damage ac power cord and ac power inlet the reported event of the mobile power unit losing power was confirmed with the returned mobile power unit (serial # (B)(6). The reported issue was isolated to the power supply assembly, which was replaced to resolve the issue. The unit passed all testing per the service process procedure. Electrical measurement of the power supply assembly revealed the expected ~14v power output is missing. The reported event was determined to be due to a nonconforming capacitor on the mobile power unit power supply pcba. A corrective and preventative action (CAPA) was initiated to further address the observed issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. The device is included in the heartmate mpu capacitor issue field action issued by abbott on (B)(6) 2025 no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's mobile power unit (mpu) failed while they were asleep. The mpu completely lost power, and the patient's parents reported that it failed to alarm as well, and the only audible alarm came from the system controller. The mpu was tested in different outlets both in the patient's home and at the clinic and failed with each, with no lights on the device turning on. The three aa batteries in use on the mpu during the alarm were tested in a different device and functioned correctly. The mpu had a v-lock connector on the ac power cable. The ac power cable did not come loose at the wall outlet or from the back of the mpu. There were no environmental circumstances that would have affected ac power at the time of the event. The patient's mpu was exchanged on (B)(6) 2024, which resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.